Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate stated some of her husband's blood glucose readings were not stored in the memory of the contour next one. No adverse event was alleged. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.